Event description:
The customer contact reported a tubing separation. The device was returned to customer contact with a note that stated. "IV tubing disassembled at clave adapter." No specific patient or event info was provided; however, the customer contacted indicated that there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.